Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the damaged ultrasonic probe. A definitive root cause for the acoustic lens scratch was not established, however, it is probable that the issue occurred as a result of handling method. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿warning - never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device".

Event description:
A user facility reported to olympus that the ultrasonic gastrovideoscope exhibited image problems and air-water intake problems. Upon inspection and testing of the returned device, the scope had deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating. In addition, the scope acoustic lens was scratch which reaches to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could not be locked securely, grip has a scratch, control unit damaged, switch box deformed, scope cover scratched, scope cover connector deformed, due to damage on ultrasonic cable, the number of missing elements exceeds the standard value, due to damage on acoustic lens, displayed ultrasound image defective, adhesive around light guide lens chipped, adhesive on bending section rubber worn, connecting tube coating peeling, due to wear of angle wire, bending angle in up,right direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, ultrasonic cable scratched, frame 260 has corrosion due to water leakage, inner/outer shield corrosion due to water leakage, and universal cord has a scratch. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.